Event description:
It was reported that catheter issue occurred. The target lesion was located in the circumflex artery. An opticross hd imaging catheter was used after a percutaneous coronary intervention. During withdrawal, the outer sheath of the catheter remained in the body. The separated sheath was removed using a snare. The procedure was completed successfully, and the patient was in good condition.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device underwent analysis. Visual inspection revealed that the telescope and the sheath were kinked, and the imaging window detached. Media provided by the site was inspected and found to be consistent with the imaging window separation noted during product analysis. No other issues were identified during the product analysis. Analysis confirmed the reported clinical observation of device separation.

Manufacturer narrative:
D4 lot number, expiration date, and h4 device manufacture date: corrected.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the circumflex artery. An opticross hd imaging catheter was used after a percutaneous coronary intervention. During withdrawal, the outer sheath of the catheter remained in the body. The separated sheath was removed using a snare. The procedure was completed successfully, and the patient was in good condition.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the circumflex artery. An opticross hd imaging catheter was used after a percutaneous coronary intervention. During withdrawal, the outer sheath of the catheter remained in the body. The separated sheath was removed using a snare. The procedure was completed successfully, and the patient was in good condition.